Event description:
It was reported that the pt underwent acdf at c4-6 with anterior plate and interbody device. Post-op a screw backed out of the plate. Pt underwent add'l surgery to re-insert the screw. Reportedly, there was no problem with the plate's locking mechanism.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for eval. Unable to determine cause of the event.